Event description:
It was reported that high, out of range, hv lead impedance was observed. The increased impedance was due to a drop of blood on the rv electrodes at the can side. Pocket was reopened, lead was wiped and reconnected. The issue was resolved and the patient condition was stable.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.